Manufacturer narrative:
Product event summary: at analysis it was noted that the battery compartment was contaminated and that there was possibly corrosion from the back of the battery. The analyzer was being sent on for repair and reallocation.

Event description:
The analyzer was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis.